Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 113629, comp primary stem 9mm mini, lot # 401020. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017- 03001, 03004, 03006 and 03007.

Event description:
It was reported that the patient underwent a left total shoulder arthroplasty. Subsequently, pain, supraspinatus/greater tuberosity tenderness, biceps tendon tenderness, and lesser tuberosity tenderness were noted at two (2) year post-operative follow-up. Patient additionally experienced a rotator cuff tear approximately twenty-five (25) months post-operatively. The patient was revised twenty-eight months post-implantation due to the rotator cuff tear. All components, excluding the stem, were removed and replaced with reverse shoulder components. During the revision, it was noted that the patient's rotator cuff repair (initially repaired in the primary procedure) had failed. The glenoid component was also noted to be loose and a humeral cyst was present.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed some damage on the taper which may have been caused during extraction. Biomaterial is also noted on the back of the head. Some wear marks are noted on the head but it is not considered excessive. As returned, the glenoid is broken in several pieces. One of the fragments has the post attached. As there is no reported event of glenoid component fracture, it can be determined that this damage likely occurred during removal. Per the surgical technique for removal of the glenoid, the glenoid is to be sectioned into pieces for easier removal. There was minimal biomaterial and bony ingrowth noted on the backside of the glenoid component and on the regenerex peg. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. X-ray review was received from clinical. No evidence of migration, subsidence, osteolysis, or fracture. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.